Manufacturer narrative:
Based on the claim against the product by the customer noting the erbe generator was experiencing u-02 activation error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. The erbe generator was analyzed, and failure analysis investigations were able to replicate and confirm the reported issue. The erbe generator was placed on an in-house system and was run in normal mode. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to the u-02 error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted benign hysterectomy surgical procedure, the erbe generator was experiencing a u-02 activation error. Technical support engineer (tse) reviewed logs and confirmed the u-02 error. The tse walked the caller through removing power cable and all three communication cables from the back of the erbe generator and waiting for two minutes to only connect the power cable where the erbe generator powered on and u-02 persisted. Tse was reviewing using a third-party cautery when the caller then stated the u-02 is no longer present. The customer then called back and confirmed the issue returned. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: ports were not placed on the patient when the issue was initially identified. It was a hysterectomy procedure. There was no harm to the patient. No additional ports were added. The ports were not expanded. They used the existing ports. The procedure was converted to laparoscopy. There was no delay. The patient tolerated the conversion well.